Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced rectal discomfort without bleeding after receiving four out of five fractions of stereotactic body radiation therapy (sbrt). The patient was taken to the emergency room, where a radiologist initially suspected a perforation, but this was later ruled out, as an infection was suspected. The patient was prescribed antibiotics and scheduled to see a colorectal surgeon. Additionally, the patient experienced urinary retention and had gas or fluid in or near the rectal wall. Further investigation reported that the patient's rectal symptoms, including mild stool frequency, have normalized with the help of medication (colace). The patient has not experienced any bleeding. A computerized tomography (CT) scan on (B)(6) and a subsequent cone beam computed tomography (cbct) scan showed no signs of para-rectal gas. To confirm that everything is okay, another CT pelvis scan with IV and oral contrast is being ordered. In the physician's assessment, the patient's symptoms are consistent with radiation side effects, and it is unclear whether the issue was an infection or gas bubbles caused by the procedure. The patient received a catheter for urinary retention; however, it has been removed, and he is being managed with medication (flomax and finasteride).

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/30/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.